Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to a gradual rise to high shock impedances. It was noted that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted and replaced, and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system during the same procedure. No additional adverse patient effects were reported. This rv lead was returned for analysis.